Event description:
The article, "conduction system pacing with defibrillator after papillary muscle rupture post cardiac surgery: a case", was reviewed. The article presented a case study of a 70-year-old patient. It was reported that on an unknown date, an unknown st. Jude/abbott tissue heart valve (biological prosthesis) was chosen for emergency surgical implant. It was reported prior to procedure, the patient presented with shortness of breath for 2-3 weeks, echocardiography revealed severe mitral valve regurgitation, prolapse of the posterior leaflet, enlargement of the lv with akinesia of the posterior wall and papillary muscle and left ventricle ejection fraction (lvef) of 30%. During procedure, the native anterior mitral leaflet was removed under extracorporeal circulation, leaving a fragment of the leaflet with the string attachment, which was then attached to the mitral ring with valve sutures. The st. Jude/abbott valve was implanted and during extracorporeal circulation (ECMO) weaning, sudden cardiac arrest occurred. The patient's clinical symptoms included left bundle branch block (lbbb), numerous sustained ventricular tachycardia, and episodes of bradycardia requiring epicardial pacing. An attempt with ventricular extrasystole (ves) ablation within the right ventricular outflow tract was unsuccessful. After indirect and then direct cardiac massage, several defibrillations and adrenaline boluses, the heart rate normalized. A decision was made to implant a cardioverter-defibrillator. Holter-electrocardiography confirmed a significant reduction in ventricular arrhythmia. The article concluded that conduction system pacing (csp) seems to be a promising antiarrhythmic-treatment option for patients with ves with lbbb morphology with heart failure and unsuccessful ablation due to a mechanical trigger. [The primary author was mariola szulik, oddzial kardiologii I angiologii, slaskie centrum chorób serca w zabrzu, poland].

Manufacturer narrative:
As reported in a research article, an unknown st. Jude/abbott tissue heart valve (biological prosthesis) was chosen for emergency surgical implant in an 70-year-old patient. It was reported prior to procedure, the patient presented with shortness of breath for 2-3 weeks, echocardiography revealed severe mitral valve regurgitation, prolapse of the posterior leaflet, enlargement of the lv with akinesia of the posterior wall and papillary muscle and left ventricle ejection fraction (lvef) of 30%. During procedure, the native anterior mitral leaflet was removed under extracorporeal circulation, leaving a fragment of the leaflet with the string attachment, which was then attached to the mitral ring with valve sutures. The st. Jude/abbott valve was implanted and during extracorporeal circulation (ECMO) weaning, sudden cardiac arrest occurred. The patient's clinical symptoms included left bundle branch block (lbbb), numerous sustained ventricular tachycardia, and episodes of bradycardia requiring epicardial pacing. An attempt with ventricular extrasystole (ves) ablation within the right ventricular outflow tract was unsuccessful. After indirect and then direct cardiac massage, several defibrillations and adrenaline boluses, the heart rate normalized. A decision was made to implant a cardioverter-defibrillator. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title "conduction system pacing with defibrillator after papillary muscle rupture post cardiac surgery: a case report.